Manufacturer narrative:
Sientra complaint case (B)(4). Sientra will not be able to perform a failure analysis since the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right implant ruptured, discovered during surgery.

Manufacturer narrative:
Sientra complaint #: case (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.